Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis nurse reported that the patient had peritonitis. This was a break in sterile technique. The patient was treated with intraperitoneal vancomycin.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. Medical records do not contain peritoneal dialysis clinic progress notes, peritoneal dialysis treatment records, physician notes, a recent history and physical or the treatment modality for review. There is no documentation in the medical record that indicates a source for the peritonitis. Medical records do not indicate a causal relationship between liberty cycler and the patient¿s peritonitis. The gram-positive staphylococcus infection would suggest the peritonitis is from touch contamination and the pdrn stated peritonitis was due to a break in aseptic technique. However, due to the lack of the aforementioned medical records, no conclusion can be made regarding any causal relationship between the patient¿s peritonitis and the patient¿s dialysis products.